Manufacturer narrative:
Insulin pump passed displacement test and self test. No missing segments/partial display noted during testing. Device was received with minor scratched lcd window and faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had scratches on lcd screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer states they can not read the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.